Manufacturer narrative:
The device was returned for evaluation. The device history record (DHR) found for lot 064 showed no abnormalities related to the reported failure. The unit was received with the shock cushion worn from routine use. The 6-inch transitional teeth were worn and needed to be replaced. The shock cushion and 1/4 inch pin were worn and the adjustment wrench was missing. The reported complaint was confirmed via inspection of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. The device is over seven (7) years old (manufactured in 2006). (B)(4).

Event description:
A customer reported that the shock cushion of the a2101 mayfield ultra base unit was torn and the transitional arm was popping out while positioning the patient. There was no known patient injury or surgery delay.